Event description:
It was reported the subject device experienced an e217 error. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: dust, dirt, or foreign matter attached to the electrical contacts of the scope connector, or the connection state was insufficient, causing temporary deterioration in the electrical connection with the system. The electrical connection was deteriorated due to the accumulation of electrical load, stress caused by the current passing through the image sensor mounted in the image sensor unit built into the tip of the scope and the internal electrical board of the scope connector, including the electrical components mounted on the electrical board, the accidental application of static electricity, or overcurrent caused by connecting/disconnecting while the system was on, which had negative effect on the image signal output, making the image signal output unstable and temporarily causing deterioration in the electrical connection with the system. As for the application of overcurrent, we presumed that it may be due to connecting or disconnecting while the system was powered on, overcurrent from other devices or electrical wiring, or the adhesion of dust or moisture to the electrical contacts between the system and the video connector.

Event description:
No additional information received from the customer.

Event description:
The issue was observed during an unspecified therapeutic procedure.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. The event is detectable by handling the product in accordance with the following IFU: ltf-s300-10-3d operation manual chapter 3 preparation and inspection 3.7 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.